Event description:
It was reported that: "pt had a bradycardic episode and coded. The registered nurse (rn) stated that the pt was disconnected from the ventilator upon her entry to the room. The pt was revived but it took approximately 12 minutes to revive the pt. The pt had a tracheostomy tube and the ventilator was running in assist control mode. The ventilator is interfaced with a monitoring system which documented some high pressure and low mv alarms previous to the event. The pt was left on the ventilator for another 2 days or so after the reported event. Hosp assumed that the pt had suffered some type of hypoxic injury as the result of the reported event. The hosp staff member also stated that there were no alarms coming from the evita 2 dura when the rn entered the pts' room. The nurse could not say what alarm limits or parameters were set on the ventilator at the time of the reported event."

Manufacturer narrative:
The concerned ventilator 'evita 2 dura' was checked after the event and passed the test. In particular, alarm functions were tested and found to be fully functional. On further requests for more details it was reported from the hosp that the disconnection occurred at the tracheostomy tube, but the nurse could not remember if it was complete or partially disconnected. The device log of the 'evita 2 dura' was captured and analyzed. The sequence before and during the time of event shows that there were multiple changes of pneumatic characteristics of the airway system. This corresponds to a partly disconnected tracheostomy tube. The ventilator has reacted correctly to the conditions by additional flow for leak compensation and with different alarms like airway pressure low, volume not constant, and apnoe, device check and log analysis confirm the adequate alarms where given before and during the time of the event. The MFR comes to the conclusion that no device failure has contributed to the reported event.